Event description:
During bronchoscopy, the user opened the cup of the subject device, but was unable to close. The subject device was withdrawn from the scope with the cup open, and it was found that the wire was found to be coming off from the fixing hole.

Manufacturer narrative:
The device was returned to omsc for investigation. The investigation confirmed that the manipulation wire came away from the fixing hole. There were scratches found around the fixing hole which were produced when the wire came off, and the caulking portion of the wire was broken. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the evaluation of the subject device, omsc concludes that since the subject device was withdrawn from the endoscope either too swiftly or while the endoscope was angulated, excessive stress was put on the manipulation wire, the caulking portion snapped, and the manipulation wire came off from the fixing hole. This report is being submitted as a medical device in an abundance of caution.